Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a front plastic defective. The procedure was completed with no injury to the patient. Isi followed up with the initial reporter and obtained the following additional information: damage was located at the front of the base. During processing, the plastic broke off at the front. No fragments from the device fell into the patient, as it did not occur during operation. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.